Event description:
After using a gyrus urology guidewire to place a central line to the patient's artery, the patient was taken to radiology to confirm line placement. Under radiology imaging, the staff saw an unknown device fragment in the patient's pulmonary artery. The interventional pulmonologist was unsuccessful in attempt to retrieve the piece. Reviewed the devices that had been used in the placement of the central line and observed a fragment missing from the urology guidewire. It was suspected that a fraction of the guidewire was sheared off into the patient when they were placing the guidewire through the needle port to access the artery.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.